Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device was found to be in safety mode after a remote monitoring alert and the patient was scheduled to be seen in-clinic. Boston scientific technical services was contacted and recommended device replacement. However, prior to the clinic appointment, the patient experienced two episodes of asystole greater than fourteen seconds and collapsed. The patient was hospitalized and the physician explanted and replaced the device to resolve the event. The device is expected for analysis, but has not yet been received. The patient was stable with no additional adverse consequences reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this device was found to be in safety mode after a remote monitoring alert and the patient was scheduled to be seen in-clinic. Boston scientific technical services was contacted and recommended device replacement. However, prior to the clinic appointment, the patient experienced two episodes of asystole greater than fourteen seconds and collapsed. The patient was hospitalized and the physician explanted and replaced the device to resolve the event. The device was received for analysis. The patient was stable with no additional adverse effects reported.